Manufacturer narrative:
Unit received with radio frequency failed alarm during self test due to a faulty radio board. Unit received with normal operating currents, unit passed a21error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No low reservoir alarm during testing. Unit had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed radio frequency failed. The customer's blood glucose reading was 110 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.